Event description:
According to the reporter: the end with shear was damaged and noticed mid-procedure. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4).